Event description:
Pt with cronic periodontitis stage ii, filling of bone pockets with bio-oss, bio-gide in 2004. 27 days later pt presented with facial skin lesions, pain in muscles and joints, myocarditis, lung changes, small cyst in kidney, hematuria, operative site undisturbed-no flammation or other reactions at site. Pt diagnosed with acute dermatomyositis stage iii. Treated with prednisolone, omeprazole, nystatin, pentoxyphylline, diclofenac sodium. Possibly acute attack of lupus erythematodes.